Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink extension set was damaged. The event was further described as a patient with a peripheral arterial line (pal) in which the male end (luer) of the baxter t-connector had broken into the lumen of either the catheter or the second t-connector (not further clarified). The event occurred during a continuous infusion (infusion solution not reported). The event did not require the removal of the PICC line; however, the nurse had to remove the t-connector down to the catheter. This event caused a delay in therapy which was reported to be greater than 5 minutes. There was no patient injury or medical intervention associated with this event. Staff was retrained in the proper use of this device (not further specified). No additional information is available.